Manufacturer narrative:
The reported event of the system controller not operating appropriately was confirmed with the eval of the returned product. The history file retrieved from the returned system controller captured atypical alarm conditions and backup mode operations. During analysis, it was discovered that while maneuvering the black lead at the connector end atypical alarms occurred followed by the interruption in pump function. Further analysis of the controller revealed a compromised inner brown wire, if contacted with the inner shield of the black cable, will create an electrical drain that can result in an inappropriate operation found in the history file and during analysis. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was "not operating in an appropriate manner." The system controller was exchanged and the event was resolved.